Manufacturer narrative:
Complaint was uncomfirmed for straight shots. The device did produce a malformed construct. This was possibly due to normal wear on a reusable device.

Event description:
It was reported that during test shots, device sometimes produced acceptable constructs, sometimes straight shots.